Event description:
It was reported to philips that the system's geometry failed, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment and completed as planned by using the system as it is. The philips field service engineer (fse) inspected the system onsite and found that the system's geometry failed, which can impact geometry movements. This case is a continuation of another case where fse had previously replaced the longitudinal potentiometer and amc drive. Upon troubleshooting, as part of follow-up actions to resolve the issue, fse replaced the 24v internal power supply in this instance. The defective 24v power supply was returned to philips for failure analysis and the cause of the failure was found to be an electrical defect. Specifically, the +s and -s sense lines were not receiving adequate power. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.